Event description:
It was reported that during a da vinci assisted surgical procedure, the medium large clip applier instrument will not secure clips. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found to have one severely bent grip , causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. The complaint regarding will not secure clips was confirmed by failure analysis. The probable root cause can be attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.